Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months but lot number could be identified. No further eval was performed.

Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak from near the connector to his pt line during dwell 2. He was assisted in discontinuing treatment. He was advised to contact his pd nurse. During f/u, the pt's pd nurse reported finding a hole in the pt's catheter extension near the connector that was attributed to wear. The pt did not wear a recommended belt to keep the catheter in place and tucks it into his pants or shirt. The extension was replaced. The pt was prescribed prophylactic antibiotics vancomycin and fortaz. He did no develop an infection or any complications. The extension was discarded.